Event description:
It was reported during central processing, the 8mm fenestrated bipolar forceps instrument had a frayed cable. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The root cause of the frayed - distal instrument grip cables is attributed to a component failure. Additional observation not reported by site is as follows: the fenestrated bipolar forceps instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. A piece of insulation was found to be missing, measuring approximately 0.016" x 0.030" in size. No thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/ n10210726-0007) associated with this event has been performed. Per logs, the force bipolar instrument was last used on 05-nov-2021 on system sk0324. The instrument had 3 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the fenestrated bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.